Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited high pacing impedance and high capture thresholds. The lp was removed from the patient and a thrombus-like substance, potentially myocardial tissue or a blood clot, was observed attached to the helix. The procedure was completed with a different lp. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of capturing problem and impedance problem were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Telemetry, pacing, impedance and output features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.